Event description:
It was reported that an ilet user experienced sustained hyperglycemia after dinner while using a dexcom g7 and an inset infusion set on the abdomen, with continuous glucose monitor (cgm) values up to 321 mg/dl and glucometer readings in the 300 mg/dl; drops of insulin were observed on testing, the infusion site was changed, and the event was attributed to announcing an incorrect, smaller meal size approximately 20 minutes after eating. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to meal announcement, categorized as an improper or incorrect procedure or method, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.